Event description:
On (B)(6) 2026, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient developed a fever, with elevated inflammatory and renal function values. Inflammation and purulent discharge was noted around the insertion site. The patient was treated with systemic intravenous antibiotics; rocephin, aktil plus klion, and tienam. The patient's general condition further deteriorated and on (B)(6) 2026 the device was removed, duopa therapy was discontinued.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Post operative wound infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.